Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. The clamping mechanism was deformed. The proximal sutures were cut. The distal cartridge suture was released. The distal suture on the anvil side was still anchored with reinforcement material attached. Functionally, the reload was loaded into a representative instrument and was cycled without hesitation or binding. The interlock was overridden. The distal anvil sutures on the reload did not release when the reload was cycled. The reload interlock was tested and found to function properly. It was reported that the trs material did not release. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic single anastomosis duodenoileostomy with sleeve gastrectomy (sadi-s), when stapling of the stomach, the reinforcement sheet did not release from the reload side of the jaw. The distal retaining suture on the reload side did not break to release the reinforcement sheet. It happened on two consecutive firings. On the second firing, when removing the stapler, the reinforcement sheet was still attached to the reload; it pulled the reinforcement sheet material off the fired staple line, on the specimen side of the stomach. No intervention was done or required. There was no patient injury. Medtronic's evaluation of the device found that the clamping mechanism was deformed which is indicative of being applied to tissue that is beyond the recommended thickness range.

Manufacturer narrative:
D10 concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot#n4f2047y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.